Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('only 4 weeks out so far I bleed a week solid after ward and it stopped/ have cryoablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed, cryoablation). Essure was removed. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('only 4 weeks out so far I bleed a week solid after ward and it stopped/ have cryoablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and insomnia ("couldn¿t sleep"). The patient was treated with surgery (tubes and coils removed, cryoablation). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the insomnia outcome was unknown. The reporter considered genital haemorrhage and insomnia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding. The following information was received from social media couldn¿t sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- couldn¿t sleep. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('only 4 weeks out so far I bleed a week solid after ward and it stopped/ have cryoablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("couldn¿t sleep") and dyspepsia ("horrible heartburn"). The patient was treated with omeprazole, ranitidine and surgery (tubes and coils removed, cryoablation). Essure was removed. At the time of the report, the genital haemorrhage had resolved, the insomnia outcome was unknown and the dyspepsia had not resolved. The reporter considered dyspepsia, genital haemorrhage and insomnia to be related to essure. The reporter commented: patient had horrible heartburn. It was so bad she took 2 omeprazole in a day and sometimes a ranitidine and still hurt it's miserable. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding the following information was received from social media couldn¿t sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event horrible heartburn was added. Treatment medications were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('only 4 weeks out so far I bleed a week solid after ward and it stopped/ have cryoablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed, cryoablation). Essure was removed. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.